Event description:
The 16 cm2 handpiece was used to treat the submentum and neck area. The trusculpt ID operator manual instructs the device operator not to treat "on the head or on the neck (including carotid sinus or over the trachea or thyroid cartilage)". The patient experienced a small, linear, deep partial thickness burn on the side of the neck. The wound management is bacitracin. The device is pending inspection and testing by cutera service.

Event description:
This is a follow-up to the initial emdr filed on july 5, 2024. As reported initially, the 16 cm2 handpiece was used to treat the submentum and neck area. The trusculpt ID operator manual instructs the device operator not to treat "on the head or on the neck (including carotid sinus or over the trachea or thyroid cartilage)". The patient experienced a small, linear, deep partial thickness burn on the side of the neck. The wound management was bacitracin. The area healed with a visible linear scar. At the time of the initial emdr, cutera was awaiting return of the handpiece for inspection and testing. However, the customer has chosen not to return the handpiece and has declined a field service visit.